Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but did not identify any abnormal errors in the logs. After troubleshooting, the fse replaced the executive processor board and performed related calibrations. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during weekly performance check, the cardiosave intra-aortic balloon pump (iabp) failed to boot all the way to normal operation mode. It was further reported that the iabp unit constantly alarmed upon power-up. Additionally and unrelated, the hinge on the door was found broken. There was no patient involvement, and no adverse event reported.